Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the log files, adjusted the voltage, calibrated the filament, adjusted the differentiator waveform and the stability potentiometer. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system would shut down and display a low milliamp error message. No patient injury was reported.